Manufacturer narrative:
Initial and final (B)(4) - device 7 of 9.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing was cracked. Event on (B)(6) 2025. The infusion set was in use for 24 hours. The blood glucose level was 506 mg/dl and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007951, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007951 was manufactured according to the work instruction (wi) version 115 and manufactured in the line 8 on 05-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4f04706 was manufactured according to the wi version 64 and manufactured in the machine sc04 on 02-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4g01234 was manufactured according to the wi version 64 and manufactured in the machine sc04 on 04-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4g01540 was manufactured according to the wi version 64 and manufactured in the machine sc04 on 05-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.